Event description:
Please disregard this MFR#. This is a duplicate of 6000089-2004-00941.

Event description:
Same case as 6000089-2004-01220, 01221 it was reported that 3.5 months after a drug eluting stenting treatment procedure, a myocardial infarction occurred. The lesions being treated were located in the left anterior descending (lad) artery, the svg to the lad, and the circumflex (cx) artery. Additional information has been requested.